Event description:
It was reported that during a da vinci assisted surgical procedure that recoverable error 22028 repeatedly occurred against universal surgical manipulator (usm) 4. The customer performed a hard power cycle, with no change. The customer disabled usm 4 and proceeded as a 3 usm setup. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.